Event description:
It is reported that the device was implanted in 2003. The patient was admitted to the hospital for right femur exchange nail open reduction and internal fixation with bone grafting, secondary to a nonunion hardware failure. Patient felt a pop in his leg when he was walking and began to have pain with ambulation. X-rays showed no obvious fracture to his callus, but his intramedullary device had been broken. The smaller and larger rods both had multiple shallow defects on the surface. The device was revised in 2006.

Manufacturer narrative:
H3: evaluation summary: x-rays not available for review. It cannot be determined if any non-union or delayed union occurred during post-op. If non-union was present and patient had normal activities, there is a possibility of having fatigue fracture. Cause cannot be definitively determined. H6: evaluation codes: nail exhibits fracture damage at approximately 9" from distal end. Device shows some deformation to distal sides of proximal holes and to proximal side of distal holes. Device meets specifications as measured. Device history records are intact, conforming and indicate manufacture to specification. Scanning electron microscope examination showed fatigue striations. Part of fracture surface was mechanically damaged in post-fracture condition. Fracture appears to have occurred by fatigue. Energy dispersive spectroscopy analysis of nail material showed fe, cr, ni, and mo peaks in spectrum typical of 316l sst.